Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that 3 to 4 days ago they felt electric shocks going down their back and both legs. Patient stated the shocks felt like a tens unit zapping them and it only used to do that in their right leg and now it's on both legs and it's happening more frequently. Patient stated it is hard to reach up and wash their hair as there was tingling down both of their legs. Patient stated they have an appointment with their doctor to see if their back is deteriorating. Patient stated they were told by their initial representative the rep will be staying in touch but they never heard from rep again, and when they attempted to contact doctors office they were told the rep left and there was no up to date rep. Patient stated they were hoping someone can assist in adjusting therapy and decreasing the intensity of the stimulation. Agent had the patient decrease group b intensity by pressing the down arrow from 2.9 to 2.4. Agent reviewed with the patient they can adjust their therapy to a comfortable level. Agent reviewed with the patient to call their doctor (hcp) and have them call nas number to page medtronic rep for further reprograming. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have sciatica in their right leg and hip which is why they were implanted with the stimulator.